Event description:
A patient was to undergo a CT chest- pe (pulmonary embolism) exam. The IV extension was connected to an 18 gauge angio. Upon introduction of contrast via injector, the tubing split open from internal pressure. A repeat attempt had a similar result.